Manufacturer narrative:
H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, this 980 ventilator ¿shutdown¿. The device was available for evaluation. Based on review of repair details, diagnostic codes, and available information there was no indication that the ventilator shutdown while in use on the patient; however, there was evidence that the ventilator entered back up ventilation (buv) at the time of the event. Service personnel (sp) inspected the ventilator for the reported issue of unit shut down, found relevant codes in the logs for buv (not loss of ventilation). Based on codes identified in the logs, sp needs to replace the exhalation valve assembly (eva) to address this intermittent issue. Additionally, sp found water and dirt in the exhalation filter and dirt on the exhalation flow sensor (evq). Therefore, sp replaced the patient circuit, exhalation filter, and removed and recalibrated the evq. Also, due to universal serial bus (usb) related codes in the logs, sp reseated the line interface 2 printed circuit board assembly (pcba). The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. The reported shutdown was not confirmed. The potential cause of buv based upon the diagnositic codes in the logs was isolated to a potential fault in the eva. Additionally, the investigation found water and dirt in the exhalation filter and dirt on the evq as a secondary issue. Also, the potential cause of the issue related to the usb was isolated in the field to a connection issue with the line interface 2 pcba. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, while in use on a patient, this 980 ventilator ¿shutdown¿. The patient was removed from the ventilator and placed on an alternate ventilator with no injury.